Manufacturer narrative:
MDR 3003442380-2024-01209 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 18 march 2024, it was reported among 2 infusion sets. Bent canula was observed which lead blood glucose to range around 160 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.